Event description:
It was reported that, several months prior to report, the patient¿s muscles started seizing up. It was indicated that the thin catheter that channeled the drug to his spinal cord had kinked. They fixed it, but a couple of weeks later, the patient began suffering again. It was found that the patient¿s catheter was full of tiny fractures that were allowing the drug to leak short of reaching the patient¿s spinal cord. It was found that the event was caused because the patient had been doing ¿lots of sit-ups¿. The doctors replaced the cracked catheter and instructed the patient to stop doing crunches.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).